Event description:
It was reported the subject device had a yellow color strongly displayed on the image and displayed an error code: 931. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not reproduced. However, device evaluation found white flaws occurred on the image. Based on the results of the investigation, a definitive root cause of the phenomenon cannot be conclusively identified. A device history review was completed, and no issues were identified. Instructions for use (IFU):the following statement is found in the "warnings" section in the "instructions for use" section of the instruction manual: - the endoscopic images and functions are not correct. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Olympus will continue to monitor the field performance of this device.